Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication(s) at unknown concentration(s) and dose(s) accordingly via an implantable pump for spinal pain. It was reported that the pain pump was removed due to an infection in the spine. It was noted that the pain pump had to come out of the patient's back. Additional information has been requested regarding pump medication, symptoms, cause of the infection, and diagnostics performed, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Refer to manufacturer report #3004209178-2016-02619 (infection in the spine).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cultures performed when the pump was explanted had been negative. It was noted that the patient was more susceptible to infections because of their arthritis medication, remicade.

Event description:
Additional information received from the consumer patient. The patient first experienced the spinal infection. The physician was going to move the pump and saw it was all red around the area and "took it out." The infection was in "my spine." The circumstances that led to the spinal infection was unknown. The patient did not experience any symptoms. The patient could not have another pump because of insurance. They really missed their pump. It helped with their pain so much, the patient stated that "now I'm suffering."

Event description:
Additional information received from the healthcare provider (hcp). The pump system was delivering dilaudid. Allergies included "cod, latex, morphine sulfate (ms), penicillin (pcn), cipro, sulfa, remicade, and methotrexate." Pertinent medical history includes hypertension, hypothyroidism, fibromyositis, osteoporosis, psoriatic and arthropathy. It was reported that on (B)(6) 2015, the patient developed a seroma at the site of pocket revision after pocket revision on (B)(6) 2015 (information regarding the pocket revision is captured in regulatory report #: 3004209178-2016-04594). The patient was started on oral antibiotics, on (B)(6) 2015, the wound was aspirated, drained and cultures were sent. The plan was for a dye contrast study on (B)(6) 2015, when the patient was taken to the operating room, the site had worsening erythema. Explant of pump was done. Diagnostics included bloodwork, blood culture, wound aspiration and wound cultures.